Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - sigma hp uni tibial trial sz 5x7mm is damaged & does not slide in & out of implant easily - needs replacing asap please - need for case in coming weeks. Loan kit being kept for copy over so needs to be sent to customer. The product was not returned to depuy synthes; however photos were provided for review. See attachment img_3404.jpeg, img_3405.jpeg. The photo investigation revealed that the sigma hp uni tib trl sz5 7mm is covered with what appears to be organic material, and it also presents scratches and surface deformation. Signs of wear and chipping were observed. Assembling issues are most probably caused due to this condition. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the sigma hp uni tib trl sz5 7mm would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (bf0509) provided is not a valid finished goods lot number.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the sigma hp uni tibial trial is damaged and does not slide in and out of implant easily.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : sigma hp uni tibial trial sz 5x7mm is damaged & does not slide in & out of implant easily - needs replacing asap please - need for case in coming weeks. Loan kit being kept for copy over so needs to be sent to customer. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the sigma hp uni tib trl sz5 7mm had scratches and surface deformation. The device also shows signs of extensive use over many years. Additionally, chipping was observed. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since the mating device was not returned, however, based on the observed condition of the device, it is reasonable to conclude that this condition would likely impede the device to perform its intended function. Therefore, the reported allegation can be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the sigma hp uni tib trl sz5 7mm would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (bf0509) provided is not a valid finished goods lot number.